Event description:
Additional information received clarified that the patient received medical treatment, unspecified, to their left eye. The patient's current condition is stated as resolved.

Manufacturer narrative:
Additional information is provided in sections a.1, a.2, a.3, b.5, b.6, d.11 and h.6. Although no lot code or sample has been received by manufacturing, intra-lot trending performed for the past year found three similar complaints. The manufacturer internal reference number is:(B)(4).

Manufacturer narrative:
No sample or lot number information has been received by manufacturing for evaluation. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. Additional information has been requested. (B)(4).

Event description:
An ophthalmologist reported that the cannula on a viscoelastic product which was used during a cataract surgery suddenly perforated the posterior capsule while it was being used to polish the posterior capsule after the cortex was removed. Additional information has been requested.